Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the 1st diagonal with one xience v stent. Predilatation was also performed on the proximal lad prior to stenting with two xience v stents. No procedural complications were reported. The following month, the pt had an abnormal stress test (inferolateral ischemia) which lead to a cath. Angiography revealed instent restenosis at the target lesion in the lad, which was successfully treated with ptca. No additional event or pt info is available.